Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in an adult female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria and limb injury. Previously administered products included for contracception: mirena. Concurrent conditions included deep vein thrombosis, abdominal pain, lower abdominal pain, nauseated, pancreatic mass, upper abdominal pain, small bowel obstruction, portal vein thrombosis, abdomen enlarged, hepatomegaly, dizziness, short of breath, wisdom teeth removal, blood loss anaemia, anticoagulant therapy, uterine bleeding, benign ovarian tumour, uterine cervical disorder nos, ovarian cyst and gastritis. Concomitant products included dexlansoprazole (dexilant), iron since 2012, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, vitamin d nos (vitamin d) since 2018 and warfarin since 2005. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("blood or heart disorder/condition type: anemia"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced complication associated with device ("medical device complication"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016 bilatral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, anaemia, depression, anxiety and complication associated with device outcome was unknown and the pelvic pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anaemia, anxiety, bladder disorder, complication associated with device, cystitis, depression, device dislocation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the fallopian tubes were noted to bilaterally. The essure was placed on each side without difficulty. There were six coils noted on the patient's left side and three coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression : 1. CT of the abdomen and pelvis demonstrating inflammatory changes in the region of the head of the pancreas and proximal mesentery . The head of the pancreas is prominent, these findings suggestive focal pancreatitis. However, pancreatic mass cannot be excluded. 2. There is decreased attenuation in the superior mesenteric vein and main portal vein consistent with thrombosis. There 1s no bile duct or pancreatic duct dilatation.; on (B)(6) 2014: impression: 1. Redemonstration of thrombus in the main portal vein, proximal portions of the right and left main portal veins with partial recanalization. Multiple collaterals are noted in the porta. Persistent thrombus noted in the distal superior mesenteric vein and short segment of distal splenic vein with surrounding minimal edema and fat stranding. 2. Chronic thrombosis of the infrarenal lvc. Multiple enlarged retroperitoneal, mesenteric and abdominal wall venous collaterals are noted. 3. Hepatomegaly. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: result:total bilateral occlusion. Pathology test - on (B)(6) 2016: diagnosis: fallopian tubes, bilateral, salpingectomy: no significant pathologic change, left ovary, oophorectomy: serous cystadenoma. Hemorrhagic corpus luteum, uterus, hysterectomy: cervical nabothian cysts, secretory phase endometrium. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, anemia, vaginal bleeding. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event bladder and urinary problems, bladder and urinary infection added, vaginal infection and vaginal discharge added. With outcome also added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in an adult female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria and limb injury. Previously administered products included for contracception: mirena. Concurrent conditions included deep vein thrombosis, abdominal pain, lower abdominal pain, nauseated, pancreatic mass, upper abdominal pain, small bowel obstruction, portal vein thrombosis, abdomen enlarged, hepatomegaly, dizziness, short of breath, wisdom teeth removal, blood loss anaemia, anticoagulant therapy, uterine bleeding, benign ovarian tumour, uterine cervical disorder nos, ovarian cyst and gastritis. Concomitant products included dexlansoprazole (dexilant), iron since 2012, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, vitamin d nos (vitamin d) since 2018 and warfarin since 2005. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("blood or heart disorder/condition type: anemia"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced complication associated with device ("medical device complication"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016 bilatral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, anaemia, depression, anxiety and complication associated with device outcome was unknown and the pelvic pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anaemia, anxiety, bladder disorder, complication associated with device, cystitis, depression, device dislocation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the fallopian tubes were noted to bilaterally. The essure was placed on each side without difficulty. There were six coils noted on the patient's left side and three coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression: 1. CT of the abdomen and pelvis demonstrating inflammatory changes in the region of the head of the pancreas and proximal mesentery . The head of the pancreas is prominent, these findings suggestive focal pancreatitis. However, pancreatic mass cannot be excluded. 2. There is decreased attenuation in the superior mesenteric vein and main portal vein consistent with thrombosis. There 1s no bile duct or pancreatic duct dilatation.; on (B)(6) 2014: impression: 1. Redemonstration of thrombus in the main portal vein, proximal portions of the right and left main portal veins with partial recanalization. Multiple collaterals are noted in the porta. Persistent thrombus noted in the distal superior mesenteric vein and short segment of distal splenic vein with surrounding minimal edema and fat stranding. 2. Chronic thrombosis of the infrarenal lvc. Multiple enlarged retroperitoneal, mesenteric and abdominal wall venous collaterals are noted. 3. Hepatomegaly.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: result:total bilateral occlusion. Pathology test - on (B)(6) 2016: diagnosis: fallopian tubes, bilateral, salpingectomy: no significant pathologic change, left ovary, oophorectomy: serous cystadenoma. Hemorrhagic corpus luteum, uterus, hysterectomy: cervical nabothian cysts, secretory phase endometrium. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, anemia, vaginal bleeding. Lot number: 948603 manufacturing date: 2012/01 expiration date: 2015/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in an adult female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria and limb injury. Previously administered products included for contracception: mirena. Concurrent conditions included deep vein thrombosis, abdominal pain, lower abdominal pain, nauseated, pancreatic mass, upper abdominal pain, small bowel obstruction, portal vein thrombosis, abdomen enlarged, hepatomegaly, dizziness, short of breath, wisdom teeth removal, blood loss anaemia, anticoagulant therapy, uterine bleeding, benign ovarian tumour, uterine cervical disorder nos, ovarian cyst and gastritis. Concomitant products included dexlansoprazole (dexilant), iron since 2012, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, vitamin d nos (vitamin d) since 2018 and warfarin since 2005. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("blood or heart disorder/condition type: anemia"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced complication associated with device ("medical device complication"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy with bilateral salpingectomy left oophoctomy, right coil only). At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, anaemia, depression, anxiety and complication associated with device outcome was unknown. The reporter considered anaemia, anxiety, complication associated with device, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the fallopian tubes were noted to bilaterally. The essure was placed on each side without difficulty. There were six coils noted on the patient's left side and three coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression : 1. CT of the abdomen and pelvis demonstrating inflammatory changes in the region of the head of the pancreas and proximal mesentery . The head of the pancreas is prominent, these findings suggestive focal pancreatitis. However, pancreatic mass cannot be excluded. 2. There is decreased attenuation in the superior mesenteric vein and main portal vein consistent with thrombosis. There 1s no bile duct or pancreatic duct dilatation.; on (B)(6) 2014: impression: 1. Redemonstration of thrombus in the main portal vein, proximal portions of the right and left main portal veins with partial recanalization. Multiple collaterals are noted in the porta. Persistent thrombus noted in the distal superior mesenteric vein and short segment of distal splenic vein with surrounding minimal edema and fat stranding. 2. Chronic thrombosis of the infrarenal lvc. Multiple enlarged retroperitoneal, mesenteric and abdominal wall venous collaterals are noted. 3. Hepatomegaly. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: result:total bilateral occlusion. Pathology test - on (B)(6) 2016: diagnosis: fallopian tubes, bilateral, salpingectomy: no significant pathologic change, left ovary, oophorectomy: serous cystadenoma. Hemorrhagic corpus luteum, uterus, hysterectomy: cervical nabothian cysts, secretory phase endometrium. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, anemia, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in an adult female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria and limb injury. Previously administered products included for contracception: mirena. Concurrent conditions included deep vein thrombosis, abdominal pain, lower abdominal pain, nauseated, pancreatic mass, upper abdominal pain, small bowel obstruction, portal vein thrombosis, abdomen enlarged, hepatomegaly, dizziness, short of breath, wisdom teeth removal, blood loss anaemia, anticoagulant therapy, uterine bleeding, benign ovarian tumour, uterine cervical disorder nos, ovarian cyst and gastritis. Concomitant products included dexlansoprazole (dexilant), iron since 2012, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, vitamin d nos (vitamin d) since 2018 and warfarin since 2005. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("blood or heart disorder/condition type: anemia"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced complication associated with device ("medical device complication"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016 bilatral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, anaemia, depression, anxiety and complication associated with device outcome was unknown and the pelvic pain, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anaemia, anxiety, bladder disorder, complication associated with device, cystitis, depression, device dislocation, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the fallopian tubes were noted to bilaterally. The essure was placed on each side without difficulty. There were six coils noted on the patient's left side and three coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression : 1. CT of the abdomen and pelvis demonstrating inflammatory changes in the region of the head of the pancreas and proximal mesentery . The head of the pancreas is prominent, these findings suggestive focal pancreatitis. However, pancreatic mass cannot be excluded. 2. There is decreased attenuation in the superior mesenteric vein and main portal vein consistent with thrombosis. There 1s no bile duct or pancreatic duct dilatation.; on (B)(6)2014: impression: 1. Redemonstration of thrombus in the main portal vein, proximal portions of the right and left main portal veins with partial recanalization. Multiple collaterals are noted in the porta. Persistent thrombus noted in the distal superior mesenteric vein and short segment of distal splenic vein with surrounding minimal edema and fat stranding. 2. Chronic thrombosis of the infrarenal lvc. Multiple enlarged retroperitoneal, mesenteric and abdominal wall venous collaterals are noted. 3. Hepatomegaly.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: result:total bilateral occlusion. Pathology test - on (B)(6) 2016: diagnosis: fallopian tubes, bilateral, salpingectomy: no significant pathologic change, left ovary, oophorectomy: serous cystadenoma. Hemorrhagic corpus luteum, uterus, hysterectomy: cervical nabothian cysts, secretory phase endometrium. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, anemia, vaginal bleeding. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event bladder and urinary problems, bladder and urinary infection added, vaginal infection and vaginal discharge added. With outcome also added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown location') in a female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria and limb injury. Previously administered products included for contraception: mirena. Concurrent conditions included deep vein thrombosis, abdominal pain, lower abdominal pain, nauseated, pancreatic mass, upper abdominal pain, small bowel obstruction, portal vein thrombosis, abdomen enlarged, hepatomegaly, dizziness, short of breath, wisdom teeth removal, blood loss anaemia, anticoagulant therapy, uterine bleeding, benign ovarian tumour, uterine cervical disorder nos, ovarian cyst and gastritis. Concomitant products included dexlansoprazole (dexilant), iron since 2012, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, vitamin d nos (vitamin d) since 2018 and warfarin since 2005. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("blood or heart disorder/condition type: anemia"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced complication associated with device ("medical device complication"). The patient was treated with surgery (on (B)(6) 2016 hysterectomy with bilateral salpingectomy, left oophorectomy, right coil only). At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, anaemia, depression, anxiety and complication associated with device outcome was unknown. The reporter considered anaemia, anxiety, complication associated with device, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the fallopian tubes were noted to bilaterally. The essure was placed on each side without difficulty. There were six coils noted on the patient's left side and three coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression : CT of the abdomen and pelvis demonstrating inflammatory changes in the region of the head of the pancreas and proximal mesentery. The head of the pancreas is prominent, these findings suggestive focal pancreatitis. However, pancreatic mass cannot be excluded. There is decreased attenuation in the superior mesenteric vein and main portal vein consistent with thrombosis. There 1s no bile duct or pancreatic duct dilatation.; on (B)(6) 2014: impression: redemonstration of thrombus in the main portal vein, proximal portions of the right and left main portal veins with partial recanalization. Multiple collaterals are noted in the porta. Persistent thrombus noted in the distal superior mesenteric vein and short segment of distal splenic vein with surrounding minimal edema and fat stranding. Chronic thrombosis of the infrarenal lvc. Multiple enlarged retroperitoneal, mesenteric and abdominal wall venous collaterals are noted. Hepatomegaly.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: result:total bilateral occlusion. Pathology test - on (B)(6) 2016: diagnosis: fallopian tubes, bilateral, salpingectomy: no significant pathologic change, left ovary, oophorectomy: serous cystadenoma. Hemorrhagic corpus luteum, uterus, hysterectomy: cervical nabothian cysts, secretory phase endometrium. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, anemia, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs & mr received: case became incident. Reporter information and lot number were added. New events vaginal bleeding, menorrhagia, anemia, migration of essure device location of device: unknown location, pain, depression and mental anguish were added. Patients dob, demographics, insertion date and date of removal were added. Events onset date, medical history, concomitant condition and drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.